Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 300 mg/dl. The customer states tried multiple times to use different reservoir, but, the insulin was coming out and as a result experienced high blood glucose. The customer treated high blood glucose with an insulin pen. The customer states the reservoir had a leak and the pump was exposed to moisture. The customer performed self-test and it did pass. The reservoir will not be returned for analysis.